Manufacturer narrative:
H3 device evaluation: the inserter was returned for evaluation without the distal fractured tip. The laser markings are crisp and legible and the gold knob freely turns, driving the center shaft in and out. The condition of the fracture location is in agreement with the results concluded in the attached report 1116191-cn04-rev0 in which the inserter is overloaded to 160 in-lbs. Review of device history records found 26 pieces were released for distribution on 5/30/2019 with no deviation or anomalies. Two-year complaint history review did not identify a trend for reports of this nature. No corrective action is recommended at this time due to the likelihood the failure can be attributed to an excessive load (torque) applied to the instrument.

Event description:
A two-level procedure was performed in saudi arabia, on (B)(6) 2020 utilizing the surelok mis 3l pedical screw system. While attempting to insert the first rod, the tip of the cl rod inserter (63-sp-9005) broke. The broken tip was removed from the patient and the procedure was completed utilizing an inserter from another system. There was no reported delay to the procedure.

Manufacturer narrative:
Occupation: other; distributor. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
A two-level procedure was performed in (B)(6), on (B)(6) 2020 utilizing the surelok mis 3l pedical screw system. While attempting to insert the first rod, the tip of the cl rod inserter (63-sp-9005) broke. The broken tip was removed from the patient and the procedure was completed utilizing an inserter from another system. There was no reported delay to the procedure.